Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has damaged cart handle and red input connector mounted into pcba front end board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and replaced the pcb front end board and handle cart. After powering up cardiosave to user mode got an error ¿power up test fails code #10¿. Helium transducer not calibrated. Performed helium tank transducer calibration, then performed 30 psi pressure transducer calibration high / low saved new constant reading. Performed all maniold test passed. Ran cardiosave trainer looks fine.the fse performed safety, calibration, and functionality checks to factory specifications. The iabp was then released to the customer and cleared for clinical use. Patient involvement is unknown. However, there was no adverse event reported. The defective components were received for further investigation. The failure analysis and testing dept. Received pcb,front end with a reported unit failure of the red input connector was damaged. The failure analysis and testing dept. Attempted to insert a blood pressure cable to the red connector on the board. The cable would not mate to the connector. The failure analysis and testing dept. Was able to replicate that the red connector (the blood pressure connector) was damaged. The board failed testing. Retaining the front end board in the failure analysis and testing department per procedure number (B)(4) rev. Al. The failure analysis and testing dept. Received handle,cart with a reported unit failure of a damaged handle. The failure analysis and testing dept. Performed a visual inspection and found the part to be damaged. Cracks were observed in the handle. The failure analysis and testing dept. Verified the damaged handle. Retaining the handle in the failure analysis and testing department per procedure number (B)(4) rev. Al. Fat received pcb,front end back from the supplier. The supplier stated they replaced component j2. No specific root cause identified. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.